Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release and the patient noticed insulin out of the tubing. This issue occurred with a couple of sets. No further information available.